Manufacturer narrative:
(B)(4). This is a report of a use error where the patient had connected to the patient line before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain. The patient was connected to the homechoice. The patient had connected before the prime finished, and the patient line was full of air. The technical service representative explained the alarm to the patient. The technical service representative ended the therapy, and explained to the patient that they needed to start over with all new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.